Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) his onetouch ultra2 meter was prompting an error 5 message when he was attempting to test his blood glucose. Per the ot ultra2 owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The patient also reported having a cocking control issue with his ot delica lancing device, and his lancet was not fully penetrating. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 7:50am, the patient reported the alleged issue first occurred. The patient reported using oral medications with diet and exercise to manage his diabetes. It is unclear of the patient made any changes to his normal routine due to the alleged issue. The patient reported less than 5 minutes later, he developed symptoms of "shaky, sweaty, vertigo and felt dizzy." The patient reported on (B)(6) 2012 he self treated with 4 oz of orange juice. At the time of troubleshooting, the cca determined this was the first time the subject meter and lancing device had been used. The cca also noted the patient's test strips were in good condition. The cca discovered the patient's testing process was incorrect because he was unable to draw enough blood due to the cocking control issue. The cca noted the patient was using the correct 33g lancets. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, he was unable to test his blood glucose, developed symptoms suggestive of hypoglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.